Event description:
It was reported that the user requested assistance connecting a libre 3+ sensor to an ilet system, and the agent guided the user through pairing steps on the ilet and the ilet mobile app until the sensor entered the warmup period, with a 60-minute warmup communicated. Symptoms included no reported changes in blood glucose. Outcomes included user education and troubleshooting completed with instruction to follow up if needed. Investigation included technical support review and step-by-step pairing guidance. Investigation of this case revealed that the device and app initiated the expected warmup sequence after pairing steps were executed, indicating normal operation at the time of the call. It was concluded, based on previously established findings for similar reports, that the event was attributable to use-related setup needs rather than a device malfunction.